Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Enduser advised chair veering to the left. Enduser advised charges the chair every so often. Enduser advised chair given to him by a neighbor. Enduser advised try using the chair every so often and have the same problem. Enduser could not provide model or serial number due to he is blind or any further information.